Manufacturer narrative:
Manufacturers ref# (B)(4) blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: during aortogram the wire was inserted into the non-cook pigtail catheter and would not come out. The tip frayed and came off the wellpoint, the whole system had to be removed. Another of the same devices were used to complete the procedure. The complaint device was not returned, the referenced photos were not obtained, and no additional information was provided. Therefore, based on the information provided only the exact reason for the wire guide to stick and fracture inside the non-cook catheter cannot be determined. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event accordingh to initial reporter: the wire was inserted into the non-cook pigtail catheter and would not come out. The tip frayed and came off the wellpoint, the whole system had to be removed. Another of the same devices were used to complete the procedure. Patient outcome: no unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.